Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump is blank and they have changed the battery twice. However, each time the battery is changed, the pump does not come back on. Customer currently has a blank display. Customer's blood glucose was 449 mg/dl. Customer treated with an insulin shot. Customer had battery out limit alarms and low reservoir alarms in the alarm history. Troubleshooting was performed and the display did return. In another call, the customer's wife called back to report that her husband woke up with a blank display. Customer's blood glucose was 213 mg/dl. Caller stated that the display was not blank for less than 30 seconds. Caller stated that the display was not currently blank. Caller stated that the battery cap was not damaged or corroded. Customer was advised to monitor the pump.